Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements less than 2,500 ohms. It was reported that the lead configuration was split between unipolar and bipolar. There was no evidence of noise on the presenting electrogram (egm) or stored episodes. Continued monitoring was discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).